Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg failed to establish communication with external devices. Recovery attempts were unsuccessful, and patient does not have therapy. As a result, surgical intervention may take place to address the issue.